Event description:
The customer alleged that the vent went "inop" while on a patient. The mallinckrodt customer support engineer (cse) inspected the device and replaced the p-sol. The unit passed extended self testing. There was no patient harm reported.